Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The physician was treating a 100% stenosed lesion located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). This 1.5mm x 20mm x 142cm sterling es balloon catheter was used to pre-dilate the lesion. The balloon ruptured on the first inflation at 14atms. The duration of inflation prior to rupturing is unknown. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)